Event description:
It was reported that during a da vinci si surgical procedure, the customer noted a frayed/broken cable on the thoracic grasper instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable located on the snake wrist was found to be broken. No other surrounding cables were broken, the snake wrist did no exhibit any other damage. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were approximately 0.063 - 0.153 in length and were not aligned with the tube axis. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and/or the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.